Manufacturer narrative:
A visual assessment was performed after disinfection. As received, the working channel sleeve protruded. The tips of the sleeve were frayed. Working channel sleeve protrusion remained consistent when the knobs were articulated in all directions. A functional evaluation was performed. The device was plugged into the controller. No image was displayed, confirming the complaint. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. There were no connection issues noted during setup of the device. According to the complainant, during the procedure, approximately 30 minutes, during articulation, the spyscope image was lost and three dots appeared on the screen. The procedure was completed with a second spyscope digital access and delivery catheter. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.